Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned to boston scientific. There were no physical damages on the console. There was some dried fluid, and some rust located on the top of the console. The catheter tip did not spin normally for the activation. Further diagnostic lead to the faulty dongle cable. A known good dongle cable was used to confirm the issue. The console performed as intended after the known good cable was installed.

Event description:
It was reported that there was a loss of rotation. Two 2.4mm jetstream xc atherectomy catheters and a jetstream pv atherectomy system console were used in an atherectomy procedure in the superficial femoral artery (sfa). Priming was successfully completed during preparation. During the procedure inside the body, the first jetstream catheter aspirated, but the blades did not rotate. The device was exchanged, and the same issue occurred with the second jetstream catheter. The procedure was completed with a non-boston scientific atherectomy device. No patient complications were reported.

Event description:
It was reported that there was a loss of rotation. Two 2.4mm jetstream xc atherectomy catheters and a jetstream pv atherectomy system console were used in an atherectomy procedure in the superficial femoral artery (sfa). Priming was successfully completed during preparation. During the procedure inside the body, the first jetstream catheter aspirated, but the blades did not rotate. The device was exchanged, and the same issue occurred with the second jetstream catheter. The procedure was completed with a non-boston scientific atherectomy device. No patient complications were reported.